Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "iol subluxated" (dislodged or dislocated [iol (intraocular lens) implant]). A surgeon reported a patient with an intraocular lens (iol) that was subluxed. The iol had been implanted approximately 20 years ago. The surgeon does not think the quality of the iol was a contributing cause; however, the cause of the subluxation remains unknown. The surgeon was unwilling to provide any additional information.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to provide any additional information. (B) (4). (B) (4).